Event description:
The following information was reported by the sales representative: the patient showed a hematoma (over 6 cm in size) upon device closing. The site appeared to have closed but a hematoma had developed. Manual compression was applied for 45 minutes and a femostop was also used. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: 6 mm stick location: medium sheath size: 5f (upsized with mynx ace sheath).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. (B)(4). Note: pi number is unknown as the lot number was not provided.